Manufacturer narrative:
Additional information phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. "Device evaluation: visual analysis of the photographs identified lot number 1762328, catalog number 110-270 and red particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional exchange due to seroma in right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation and yellow particle in the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional exchange due to seroma in right side. Device has been explanted.